Manufacturer narrative:
Locked down smartphone: lockdown, omnipod software app version: 3.1.1, smartphone operating system: n5004l-am-q-mv01602-06-01.06, smartphone hardware: n5004l, cgm sensor type: g7. According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient was wearing the omnipod 5 at the time of seeking medical attention but believes the issue was due to inaccurate readings from the dexcom g7 sensor, leading to insufficient insulin delivery. The patient sought medical attention from march 14 to march 17 and was hospitalized for 3 days due to diabetic ketoacidosis (dka) with blood sugar levels over 600 mg/dl. Symptoms included feeling ill, tired, and experiencing hallucinations. Treatment involved fluids and insulin, with adjustments to long-acting insulin. The patient has since switched to manual injections and is considering trying a libre 2 sensor instead of the dexcom g7. Cps will make 3 good faith attempts to collect pertinent information, and if any information is unavailable, the reason must be documented.